Event description:
It was reported that when contrast was injected, blood exited from the proximal end of the microcatheter. The microcatheter was removed and found to be blocked with blood clots. There was no reported clinical consequence to the patient. The physician continued the procedure with a similar device.

Event description:
It was reported that when contrast was injected, blood exited from the proximal end of the microcatheter. The microcatheter was removed and found to be blocked with blood clots. The patient was administered with an increase dose of heparin (dose unknown). There was no reported clinical consequence to the patient. The physician continued the procedure with a similar device.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. During analysis, a mandrel was introduced through the catheter hub and moved through the distal end of the catheter shaft without resistance. During advancement of the mandrel, blood/contrast medial exited out the distal end of the catheter. Fluid was injected through the lumen of the catheter without difficulty, and visual and tactile test on the catheter shaft, did not reveal any anomalies. Based on device analysis, no obstruction of the catheter shaft was detected. However, the reported event is confirmed based on the event description as the risk of catheter blockage is documented in the excelsior's direction for use (dfu). It is probable that blood clots may have caused obstruction of the catheter shaft during the clinical procedure. Therefore, a root cause of operational context has been assigned to this investigation.